Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to use an amphiprion deep rx pta balloon catheter to treat a lower extremity artery. The lesion exhibited moderate tortuosity and moderate calcification. No pre-dilation was carried out. No difficulties or abnormalities were noted during the prep (including negative pressure application) and the device inspection before use. During the procedure, when the amphiprion deep catheter was being retracted after balloon inflation, the shaft was torn off in the sheath. As it occurred inside the sheath, the physician could remove the whole system with no fragments left in the patient's body. Thus, the procedure was completed with no adverse effect on the patient.

Manufacturer narrative:
Evaluation summary: the device was found broken in two parts. The shaft was broken close to the end of the hypotube. The balloon appeared inflated and traces of blood were detected on the balloon surface and into the connector. The distal part of the shaft was found stretched close to the broken end; moreover shaft was kinked in two points. No other abnormalities detected on the device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.